Manufacturer narrative:
The system was examined and the reported event was confirmed as, a fuse was found to be burned from the main power supply caused by the fluid spill. The fuse was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 27, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user handling accidentally spilling liquid on the system¿s power supply. (B)(4).

Event description:
A nurse reported that "a lot of fluid" spilled over a system during a cataract procedure. There was a burning smell and the system turned off on its own. The system was exchanged to complete the surgery. There was no patient harm. Additional information requested but not received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a large fluid spilled over a system during surgery. There was a burning smell and the system turned off on its own. The system was exchanged to complete the case. There was no patient harm.